Event description:
The customer reported that the speaker is not working, there was no audio coming from the device. At the time of the alleged malfunction, the device was being used for clinical monitoring. No patient harm was reported